Event description:
It was reported that, two days prior to report, the patient¿s stomach had started to feel ¿funny¿ and ¿gassy¿. She had been taking antacids, but they were not relieving the sensation. On the morning prior to report, the patient stood up and felt a ¿tearing sensation¿ from inside. She went to the emergency room (ER) and was given a CT scan. The patient was subsequently told that the pump device looked fine as far as could be told, but something was definitely not right with the patient. When the doctor told her to sit up, the patient saw something pop out near the incision site. It was stated that there had been dripping/leakage coming from the incision. The physician in the ER diagnosed the patient with a possible hernia close to where the pump incision was. It was indicated that, on the morning of report, the patient saw her primary care physician assistant (pa) and the pa thought the patient had a hematoma. Later that day, the patient was going to have the implant physician look at the area and check the incision. When the pump had first been implanted, there was ¿one piece that popped up¿. The doctor had said that if it didn¿t go down, they could take it out and put it back in. The reporter noted that they hadn¿t seemed overly concerned about it. The patient felt like her pump was functioning as she did have back pain relief. It was also noted that the patient had cataracts and she was told by her eye doctor that he would not touch her until the pump had been ¿regulated in her system¿. In addition, the patient had her hips replaced and had knee surgery done in the past. The reporter thought that the pump had just contained dilaudid.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).